Manufacturer narrative:
(B)(4). A package was received; however, upon visual inspection by our quality assurance laboratory, only an empty package and not the explanted intraocular lens was received, thus an evaluation of the lens was not possible. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was inserted into the patient's eye, the capsular bag tore. The doctor removed the lens, and implanted another lens. The capsular tear was not due to the lens and there were no patient complications reported. No further information was provided.